Event description:
It was reported that, ""I would like to point out that the 3 way bd connecta taps we use in radiology come loose easily. Although at the time of insertion the tap is securely connected to the needle cannula, by the time the patient arrives for the examination it comes loose. Today I received two reports from my technician colleagues.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.